Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The device was placed, but there were positioning issues noted and ectopy. The team lost left ventricle positioning while attempting to troubleshoot. The pump was explanted without further escalation.

Manufacturer narrative:
The investigation for the positioning issue has been completed. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related. Corrections to the initial MFR report: b1-should have selected product problem